Event description:
The facility reports a customer called, stating that after one hour of use, he is developing a pressure sore on his ankle. Upon speaking with the customer, he stated that he developed a dime sized open skin area with bleeding above his left ankle after using the flowtron hydroven fpr pump with a hydroven fpr 1/2 leg garment for approx 1 hour at 60 mmhg pressure. He subsequently discontinued using the system at that time, applied a bandaid and will follow up with his physician for the now scabbed-over area. MFR. (B) (4)

Manufacturer narrative:
Additional info will be provided upon conclusion of the MFR's investigation.